Event description:
Customer reported a power source alert 07 when using a tandem charging cable with a third-party wall adapter. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by plugging the charging cable into a working outlet, allowing the pump to begin charging successfully, and no further assistance was needed.